Event description:
This report is being filed after the review of the following journal article: joseph, noah et al.(2023), outcomes of geriatric periprosthetic distal femur fractures: comparison of fixation versus reconstruction, journal of orthopaedic trauma vol. Xx(xx) pages 1 ¿ 19 ( USA ) . This retrospective study was to compare the outcomes of periprosthetic distal femur fractures treated with open reduction internal fixation (orif) versus distal femoral replacement (dfr). Between january 1, 2015 to december 31, 2020, 370 periprosthetic distal femur fractures treated at the 3 institutions were identified. Out of 370 patients, only 115 patients were included in the study. The patients were treated into two; reduction internal fixation (orif/ n= 65) distal femoral replacement (dfr / n= 50). The orif group patients ( females = 51 % ) with mean age of 76 ± range 65 ¿ 91 years old were treated with synthes lcp locking distal femur plate (synthes, west chester, pa). Fracture fixation was performed through a lateral approach to the distal femur using either direct or indirect reduction based on from fracture location and degree of comminution. The mean follow ¿ up was at 16-months (range 12 ¿ 61 months). The following complications were reported as follows: orif group: 4 patients underwent reoperation for deep infection. Patients with deep infection underwent surgical debridement with implant retention and intravenous antibiotics, as their fractures had not yet united at time of diagnosis. 4 patients (6.15%) in the orif cohort developed nonunions. 3 patients underwent nonunion repair. 1 patient was diagnosed with a nonunion but had yet to undergo revision at the time of final data collection. Of the 8 patients readmitted, 2 were unrelated to the index surgery: 1 patient had a contralateral intertrochanteric femur fracture. 1 patient had urosepsis following urinary tract infection. 8 patients had blood transfusion. 5 patients died within a year index of surgery. This report is for an unknown synthes lcp distal femur plate/ screws. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : d1, d2, d3, d4, g4-510k: this report is for an unknown lcp distal femur plate/ screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.